Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was stuck/locked up in the distal end of the catheter. The issue occurred during resheathing. In addition, the middle section of the pipeline did not open. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the left ica with a max diameter of 14mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the pipeline was stuck/locked up in the distal end of the catheter. The issue occurred during resheathing. In addition, the middle section of the pipeline did not open. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The physician released the load (slack) in the system in an attempt to resolve the issue. However, this did not resolve the issue. For that reason, the physician decided to do an angioplasty with a double lumen balloon 6x20. Even though the wall apposition improved there was a gap in the proximal part so the physician decided to telescope a second device. The second device was navigated through the phenom 27 microcatheter. When it was placed in the initial position to deliver, the pipeline was wrinkled. When they started to deliver it, they resheathed to reposition and the second time they delivered 1/3 of the device as it was not possible to either unsheath or resheath the device with the microcatheter. The physician removed everything. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was not used for an indication that was not approved (off-label). The pipeline and accessory devices were prepared as indicated in the IFU. The catheter was flushed continuously with a heparanized saline. It was unknown if the catheter was damaged. The pushwire was not damaged. There were no patient symptoms or complications associated with this event. A dapt (dual antiplatelet treatment) was administered. The pru level was correct for the treatment with a flow diverter. The angiographic result showed it was treated perfectly with the pipeline vantage. The proximal wall apposition improved. Ancillary devices include a short sheath guide catheter, a 7f guiding catheter, a phenom 27 guidewire, a taxcess 14 coil, and a micrusframe 14/12/10mm. Additional information received: reported first device (implanted) ped3-027-500-30 lot b206092. Second device: (return to evaluate) p ed3-027-550-16 lot b174734.